Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial left tha. The patient had a slip and fall incident with the left leg in extension, resulting in pain. Has soft tissue injury around the hip from the slip and fall. X-rays show no osteolysis, fracture or subluxation. Office notes state patient has a metallosis, elevated cobalt and normal chromium. Worsened pain. MRI show fluid collection. Office notes state there is a plan for revision with a head/liner exchange and synovectomy. Patient had a revision. Upon entering the joint there was thick brown substance like an old hematoma that was excised and noted osseous defect but the cup was stable and left intact. Head and taper was revised. All other implants remained in place. Trunnion was clean with no debris wear. Fibrous debris excised from around the trochanter that was thick brown tissue. Range of motion is stable. No other complications were noted. Follow-up office visit notes suggest patient is doing better, with no pain and x-rays are normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Approximately 14 years later, the patient sustained a slip and fall with the leg in extension, resulting in groin pain. One year later, the pain had worsened. MRI revealed a fluid collection in the left hip region. Subsequently, the patient was revised approximately 16 years post-implantation due to elevated metal ions and pain. During the revision noted thick brown substance. The head and taper were exchanged with a liner implanted without complications. Attempts have been made and no further information has been provided.